Event description:
The customer is concerned that the room is not operating optimally because they are getting radiation burns. The pt received tissue reconstruction.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.